Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the handpiece would not operate in the middle of the case. A second handpiece was tried and the second handpiece would not operate. It was not reported how the case was completed but there were no adverse pt consequences. After the case, it was noticed that the motor drive unit cpc connector was loose.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00577 and medwatch 2210968-2009-00578. The same pt is represented in each medwatch.